Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power module turns on a red lamp and can not charge the battery. There was no reported pt involvement and/or pt impact.